Manufacturer narrative:
Conclusion: this device has been returned for evaluation and a follow-up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00672 and 00674.

Manufacturer narrative:
Result: [-1]the first pod4 coil was kinked approximately 130.0 cm from the proximal end of the pusher assembly; however, an image was not taken because during the attempt to straighten the pusher assembly, it became fractured. The coil was still attached to the pusher assembly; however, the coil unintentionally detached once the fracture occurred. The pet-lock is still intact. [-2]the second pod4 coil had no damage to the pusher assembly or coil. [-3]the third pod4 pusher assembly is kinked approximately 57.5 cm and 59.5 cm from the proximal end of the pusher wire. The coil is still attached to the pusher assembly. The pet-lock is still intact. Conclusion: the complaint has been evaluated. The complaint indicates that the pod4 coils felt tight while advancing through the friction lock. Evaluation of the returned devices revealed that the friction lock on the proximal end of the sheath is tight which made it difficult to advance the coil out of the sheath. There is no visible damage to the sheath. The cause of the complaint cannot be determined. According to (B)(4), the coil is 100% verified that it's able to be re-sheaths smoothly into the introducer sheath. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using a pod4. During the procedure, the physician felt that the pod4 was too stiff and was unable to advance it from its orange sheath. Two new pod4 devices were used and the same resistance was met. As the physician attempted to advance the pod4 coil from the orange sheath, the pusher wires became bent. The physician decided not to embolize the artery and the patient condition was well. There was no adverse effect reported on the patient.